Manufacturer narrative:
(B)(4). A pump passed the displacement. Pump received with broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir broken off. Customer's blood glucose level was unknown. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.